Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: background: after connecting the pfna blade the insertion instrument the blade remained closed due to which the blade blade could not rotate which made it unusable for implantation. Another blade was used to complete the surgery successfully without any adverse patient impact. Surgery delay: 5min. Investigation flow: device interaction/functional. Visual inspection: the pfna blade perf l110 tan (part #: 04.027.037s, lot #: 53p2600) was received at us cq. Visual inspection of the complaint device showed no physical defects. Component number (pfna-screw m7x1 tan) was screwed down, in unlock position. Functional test: a functional assessment was performed by using the hex a lop drive to turn clockwise all the way up to the locking position component number (pfna-screw m7x1 tan). Once in that position component number was locked and could no longer rotate. As indicated in the pfna surgical technical guide the blade can be locked and unlocked. The blade in locking position shows no gap between component and component, whereas gap exists in the unlocked position. The returned device performed as intended. The complaint was not able to be replicated. Complaint not confirmed. Investigation conclusion: this complaint is unconfirmed as the visual inspection on the returned device did not reveal any defect; moreover, a functional assessment was performed on the returned device and it functioned as intended. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure, after connecting the pfna blade, the blade remained closed and would not rotate, which made the blade unusable for implantation. Another blade was used to complete the surgery. There was a surgical delay of five minutes. The surgery was completed successfully. There was no adverse patient impact. Concomitant devices reported: pfna nail (part number unknown, lot unknown, quantity 1), insertion instrument (part number unknown, lot unknown, quantity 1). This report involves one pfna blade perf l110 tan. This is report 1 of 1 for (B)(4).